Event description:
The user is reporting an image problem when the c-arm is tilted. It seems like a video line in the high voltage cable is broken. No pt injury was reported. Also it took longer than usual to boot up. When they tried rebooting, they lost the image when they tilted the arm again. A pt was involved but not injured.

Manufacturer narrative:
.